Event description:
On (B)(6) 2011, a device change out was being done. This adaptor was used with a lead. When they went to shock the patient, they got a shorted shock lead warning, fault code. A new lead and device were used. The physician was dr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).